Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: breast pain, rupture, prophylactic removal to avoid injury. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent a revision breast augmentation with a 350cc mentor memorygel breast implant (left) and a 225cc mentor memorygel breast implant (right) experienced postoperative left-sided breast pain and rupture. The patient stated that she had been experiencing the breast pain since the date of implantation. The patient felt uncomfortable seeping on her stomach and felt the pain when pressure was applied to her left breast. Recently, the patient decided on prophylactic removal after hearing of breast implant illness. The rupture was confirmed by her surgeon upon explantation on (B)(6) 2020 . This report is for the left prosthesis.

Manufacturer narrative:
On 7-jul-2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 30-jul-2020, the investigation on the suspected medical device was completed. Investigation summary: during the visual inspection, the device was found to be incomplete and ruptured. Additionally, an anomaly was observed on the edges of the rupture, consistent with a crease/fold. The evaluation determined that the loss of shell integrity is consistent with a crease fold rupture of the implant shell, which is a known inherent risk of gel-filled mammary prosthesis. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a rupture in a later time. Breast implants may also simply wear out over time. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On(B)(6) 2020, mentor received additional information regarding the patient's symptoms. The patient suffered several unexplained systemic symptoms, including fatigue, no energy, brain fog/ memory loss, anxiety, hair loss/dry hair, dry eye, yeast infections (4-5 times per year), and weight problems. The root cause of the patient¿s symptoms is unclear. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).